Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient was taken to a medical center to treat a hypoglycemic event and an unspecified heart condition. It's not known if patient was admitted. At the time of the event, patient was not using the dexcom system. At the time of contact, patient is home from hospital and stable. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.